Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon experienced difficulties during an oil removal/injection procedure. It was reported that the trocars were leaking. The procedure was successfully completed without any patient harm. Additional information has been requested and received.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with an open valve. The conforming samples were then tested for leaking and were found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).